Event description:
It was reported than an infection occurred in the device pocket; a device manufacturer representative was called to read a pump on a patient that was traveling from california to michigan. The patient had recently had his pump replaced and on the event date he started to have redness, swelling, pain at the pump site and a fever. A yellow thick drainage was also described from the incision. At that time, the pump dose was cut in half with the remaining half delivered via a pca (patient controlled analgesia) and managed by a pain management health care provider (hcp). The patient was given vancomycin and cefapime. The pump was removed then and cultures were taken in the device pocket and lumbar region. The type of organism cultured was not specified. There was thick yellowish brown drainage in the pump pocket when it was opened by the surgeon. There was no alleged product issue. It was unknown to the reporter if any diagnostic testing or troubleshooting was performed however it was then stated it wasn¿t performed as it wasn¿t required. Al though replacement didn¿t occur, it was noted the pump was to be replaced in the future. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury.¿ the device would not be returned as it was noted the customer discarded it. The device system was used to deliver morphine and bupivacaine. It was further reported "normal eri" (elective replacement indicator) occurred. It was further reported again the system was explanted due to an infection. This was the only information the reporter was given. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).